Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection. No additional adverse patient effects were reported. This crt-d device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental is being filed to capture the return date as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection. No additional adverse patient effects were reported. This crt-d device was explanted.